Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site scarring. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: phone_control_ios omnipod 5 software app version: 2.0.4, operating system: 18.3, hardware: iphone15.4, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing recurrent adhesive reactions associated with use of the omnipod pods over approximately the past month, affecting multiple infusion sites including both legs, both hips, and the back of the arm. Reported symptoms included large, itchy welts or rashes that were dry and red, occasionally opened or broke the skin, and resulted in scarring. The patient stated that with every pod change, the site becomes intensely itchy, develops brown scarring, and progresses to marked redness and swelling. She also described a distinct white ring outlining the pod¿s adhesive area and noted that the itching can become severe enough to lead to skin breakdown and bleeding due to scratching. The patient reported previously discussing this concern with her healthcare provider; insulin was changed as part of the evaluation, but she believes the reaction is related to the pod adhesive rather than the insulin itself.